Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer alleged the insulin pump was under delivering. The customer's high blood glucose level was 338 mg/dl. The customer stated that the symptoms related to high blood glucose such as nausea. The customer was treated with manual injection for high blood glucose level. The customer was assisted with troubleshooting. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.